Event description:
The customer reported that the insulin pump had a frozen display. The blood glucose reading was 280mg/dl. Troubleshooting was performed. The customer stated that the buttons were unresponsive. The caller mentioned that an alarm occurred during while the buttons were not responding. Instructed the customer to remove and to insert a new battery, but the insulin pump still had a frozen display. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen display noted. Unable to verify excessive no delivery alarm due to no button response.